Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The device manufacture date for this product is march 13, 2006.

Event description:
Boston scientific received information that this programmer emitted smoke when field representative turned it on. This programmer will be returned back to the laboratory. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected.

Event description:
--